Event description:
Right subclavian catheter inserted in the course of treatment for hodgkins disease on 8/17/93. Subsequently admitted to hospital for chemotherapy treatment on 11/22/93. Patient complained of burning of the chest when flushing subclavian. Chest x-ray was ordered which revealed catheter had broken and had migrated into the pulmonary circulation. Patient was admitted for retrieval by cardiac catheterization. A six inch fragment of the catheter was retrieved from the pulmonary artery. No adverse patient outcomes.